Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed a pump stop event and associated alarms. The pump stop event appeared to be caused by the patient¿s driveline being disconnected. Although a specific cause for this finding could not be determined through this evaluation, the account noted that the patient¿s wife reported reconnecting the driveline. The log file contained data from (B)(6) 2018 at 08:07:09 through (B)(6) 2018 at 16:28:42. Analysis of the log file revealed that the driveline was disconnected on (B)(6) 2018, causing the pump¿s motor to stop . The pump appeared to function as intended after the pump stop for the remainder of the file. The patient remained ongoing on heartmate ii lvas, serial number (B)(4) until the patient expired on (B)(6) 2018. The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index. This IFU and the hmii patient handbook explains that disconnecting the driveline from the system controller will cause the pump to stop. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 5 years, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was found unresponsive. The spouse reported reconnecting the percutaneous lead (driveline). The patient was resuscitated and taken to ICU. The manufacturer¿s technical services representative reviewed the submitted log file and observed that the driveline was disconnected on (B)(6) 2018 at 13:31 and reconnected at 14:07. The pump parameters pre- and post-driveline disconnects all appeared to be within normal limits and the pump was functioning as intended. On (B)(6) 2018, the lvad support was withdrawn and the patient expired. Additional information was requested but was not provided.